Event description:
Procedure: hysterectomy. Reportedly, during the procedure, fired but the staples would not fire and bleeding was confirmed. Converted to open surgery for hand sewing. No further patient injury reported.